Event description:
Clinical assessment: a 75-year-old female with a past medical history of hypertension, abdominal aortic aneurysm, and coronary artery disease initially presented with chest pain. Coronary angiography demonstrated disease of the left anterior descending coronary artery and the right coronary artery, and medical management was initiated. Four days later, the patient developed sharp left-sided abdominal and chest pain accompanied by electrocardiographic changes. The patient was taken emergently for coronary artery bypass graft (CABG) surgery. Eight days following CABG, the patient became hypotensive requiring vasopressor therapy and subsequently experienced pulseless electrical activity cardiac arrest and required resuscitation. The clinical team decided to proceed with placement of an impella device and venoarterial extracorporeal membrane oxygenation (ECMO). Prior to device insertion in the cardiac catheterization laboratory, the patient again became pulseless and required resuscitation, after which return of spontaneous circulation was obtained. An impella cp device was emergently implanted following best practices without complication, and the patient was subsequently cannulated for venoarterial ECMO. During support on impella and ECMO with ECMO being the main device for support, patient received blood transfusions considering that his baseline hemoglobin level was 10.1 g/dl. Following hemodynamic stabilization, the patient remained anuric, requiring continuous renal replacement therapy for the next two days before renal function returned. Three days later, the impella device was successfully removed. During access site closure, three attempts with suture-mediated closure devices were unsuccessful. Access was obtained through the left radial artery, and the left superficial femoral artery was crossed with a guidewire. Balloon tamponade was performed with serial prolonged inflations of approximately fifteen minutes each. Manual compression was also applied. Final angiography demonstrated patent runoff with adequate hemostasis. It was noted that impella insertion site was in the common femoral artery which is below the recommended site per the instructions for use manual. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and procedural findings. While most probably due to the underlying disease and attributable to both ECMO and impella, renal failure will conservatively be coded to the impella cp.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The complainant reported additional information upon request: "I believe I had addressed this but, the original plan was to attempt to gain access and balloon tamponade via radial but the physicians were unable to gain access initially. And the perclose was used to decrease the size of the whole. Since the perclose failed to seat. They then went back to attempting to gain access to the radial artery while a tech held manual pressure. Access was gained via radial artery and hemostasis was achieved via the balloon tamponade by serial inflations. No need for blood products or other interventions. The pump was discarded. This was not a failure of the product or impella related. The pump was disposed of as this was their plan and not a pump related event."